Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed when the operating channel was not found to be bent. Additionally, the evaluation found the image guide (ig) bundle had significant breakages and the connecting tube was deformed. Based on the results of the investigation, it is likely that the following led to the malfunction: a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause for the bent channel could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus when unpacking the evis eus ultrasound bronchofibervideoscope returned from repair, the device¿s operating channel appeared bent in an unnatural way. There was no patient involvement.